Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for his wife via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl. The customer reported infusion set cannula was bent. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Performed displacement test it was passed. Customer is not calling back to perform an high pressure test. Customer declined high blood glucose troubleshoot. The pump will not be returned for analysis.